Manufacturer narrative:
The universal surgical manipulator usm was analyzed, and it was found that the reported failure was confirmed and replicated. In logs, the 22020 error was found indicating bipolar forceps failed to engage on the usm, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The unit was installed onto an in-house pftp (patient side cart fixture test platform) where it triggered a 22028 error. The unit was then installed onto an in-house pftp where dof8 was moving a in a jerking motion during carriage direction test and also failed carriage friction low and carriage friction high test on dof8, verifying that the carriage rotors to be the source of the fault. The probable root cause is attributed to a recognition issue pertaining to the carriage rotors of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer contacted the technical service engineer (tse) regarding the universal surgical manipulator 1 (usm1) was not accepting instruments. The logs reflect a repeated 22020 error, showing the instrument failed to engage on the usm1. The reported complaint remained when the customer replaced the instrument and the instrument arm drape. The procedure was completing as planned with no reported injury.